Event description:
The customer returned the hysterofiberscope to the service center for a separate issue. During olympus¿ device analysis it was indicated that the hysterofiberscope's objective lens adhesive had corrosion and the eyepiece was sticky. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed. Based on the results of the investigation, the foreign material could not be identified and a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.